Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of polymer found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture material or anchor. The actuator bar is extended and there is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The provided undated, unlabeled photo was reviewed. However, it does not provide any clinical insight into the clinical root cause of the reported event. No further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. The complaint was not confirmed, and the root cause could not be determined. . Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B5, e1 and h6 updated

Event description:
It was reported that during a shoulder cuff repair surgery, the footprint ultra implant could not be removed from the patient's body after it broke. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported. Patient current status is healthy.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the footprint ultra implant could not be removed from the patient's body. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.